Event description:
Follow up with the boston scientific sales representative revealed there were no difficulties encountered during the prolieve treatment, the procedure went fine and was completed with the original devices, no pt complications were reported.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6) 2010 with a prolieve thermodilatation kit for the treatment of (B)(4). The patient reported to bsc on (B)(6) 2011 a complication of total sexual dysfunction including erectile dysfunction, inability to ejaculate, no ability to sense an orgasm coming and numbness. The patient reports the sexual dysfunction started about two months after the prolieve procedure. No treatment has been given for the sexual dysfunction. The patient reports that he was "performing well" prior to the transurethral microwave thermotherapy (tumt) procedure.

Manufacturer narrative:
Follow up with the nurse from the physician's office where the prolieve procedure was performed, reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6), 2010 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). The patient reported to bsc on (B)(6), 2011 a complication of total sexual dysfunction including erectile dysfunction, inability to ejaculate, no ability to sense an orgasm coming and numbness. The patient reports the sexual dysfunction started about two months after the prolieve procedure. No treatment has been given for the sexual dysfunction. The patient reports that he was "performing well" prior to the transurethral microwave thermotherapy (tumt) procedure.